Event description:
This patient underwent elective percutaneous coronary intervention due to unstable angina. 2 cypher stents were placed in bifurcating lesions. Part two of a planned staged procedure was scheduled for 1 week later. However, the patient returned 4 days later with chest pain. Repeat coronary angiogram was performed the following day which revealed thrombus in both stents. Pt claims to have been complaint with plavix- but phyician has doubts as this appears to be two separate thrombotic events. It was decided that best option was to refer for cardiac surgery. Pt had intra-aortic balloon pump (iabp) inserted to treat chest pain. The patient had ruled in for a non-q wave myocardial infarction.